Manufacturer narrative:
Initial and final MDR (B)(4) device 1of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 294mg/dl. Patient experienced anxiousness. No further information available.